Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly UDI: (B)(4).

Event description:
It was reported by the (B)(6) that during service and evaluation, it was determined that the battery handpiece device had a corroded bearing and leak tightness test failure. It was determined that moving parts of the device did not move smoothly ¿ trigger, the trigger was sticky, and the device would not hold/secure battery. It was observed that the device had corrosion/rusting/pitting, cosmetic damage, component damage and cosmetic damage- worn housing. It was further determined that the device failed pretest for check wear on housing, check fitting of the lid, check falling out protection (steel ring), check roundness of housing, check for sticky triggers, check for mechanical free moving, leakage test using bubble emission technique and general condition. It was noted that the device was serviced once in nine years. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.